Event description:
The customer reported that there was no audible alarm for a low spo2 on (B)(6) 2020 around 13:00 pm. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.